Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that log files were submitted for evaluation concerning pump stop events and no external power events. The patient was admitted the prior afternoon for uncontrolled hyperglycemia. Interrogation revealed intermittent ¿pump off¿ and ¿no external power¿ alarms. Log files revealed speed reduction and pump stop events on (B)(6) 2024 and (B)(6) 2024. The issues appeared to be occurring while the left ventricular assist device (lvad) was connected to the mobile power unit (mpu). No external power events were recorded on (B)(6) 2024, (B)(6) 2024, and (B)(6) 2024while connected to mpu power. The emergency backup battery was used to support the system during these events. Motor function was not affected by this event. The patient did not recall the mpu pulling out of the wall or any loss of power at those times, but their mpu does have a v-lock connector on the ac power cord. They did note that their mpu fell off the table several weeks ago (not while in use) and had a slight crack in it, but it seemed to be functioning normally since then. They could not recall the specific date of when the mpu fell and said that they had been staying at alternative housing so the equipment was not in the usual spot. The patient was discharged home around (B)(6) 2024 with an ungrounded cable and power module. The plan was to proceed with turn down protocol given ejection fraction recovery. They were instructed not to use their mpu anymore. Related manufacturer reference number for the pump: MFR # 2916596-2024-00749.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of no external power alarms while connected to the mobile power unit (mpu) was able to be confirmed via evaluation of the submitted log files. The reported event of damage to the housing of the mobile power unit (serial number: (B)(6)) was not able to be confirmed, as the unit was not returned for evaluation. The log files collectively contained information spanning approximately 46 days ((B)(6) 2023 to (B)(6) 2024 per timestamp). Abnormal low power and no external power alarms were observed at 21:48 on (B)(6) 2024 and 13:07 on (B)(6) 2024 while the controller was connected to the mpu. These alarms activated due to the relative state of charge (rsoc) of both power cables simultaneously decreasing and falling below the designed alarm threshold. During the times of power interruption, the controller¿s backup battery appeared to activate as intended. The abnormal alarms resolved when external power was restored to the system. Provided information indicated that the patient stopped using the mpu on (B)(6) 2024. The root cause of the reported damaged mpu housing was communicated to be that the unit had fallen off of a table. The root cause of the observed no external power alarms was not able to be conclusively determined through this analysis. The patient was not able to recall any instances of the mpu power cord being unplugged or any power interruptions in their home. Review of the device history record for the mobile power unit, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. The unit was shipped to the customer on (B)(6) 2017. The heartmate ii patient handbook (rev. C, section 2 ¿how your heart pump works¿) instructs users that the 11-volt backup battery should only be used as temporary support in a power loss emergency. Inappropriate use of the backup battery may result in diminished runtime during a power loss emergency. The heartmate ii patient handbook (rev. C, section 5 ¿alarms and troubleshooting¿) describes all alarms (visual and audible) and what action should be performed when they do occur, including the no external power alarm: to resolve the no external power alarm: 1. Immediately connect the system controller power cables to a working power source (functioning mobile power unit or two fully-charged heartmate 14 volt lithium-ion batteries). 2. Call your hospital contact immediately if connecting to power does not resolve the alarm. The heartmate ii patient handbook (rev. C, section 6 ¿caring for the equipment¿) describes how to properly care for all equipment, including the mobile power unit and its patient cable. The heartmate ii patient handbook (rev. C, section titled ¿emergency contact list¿) cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.